Event description:
Information was received indicating that during venipuncture with a smiths medical jelco® IV catheter severed in the patient's tissue. The surgeon successfully removed the piece of catheter in the patient with no further adverse effects.